Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged connector was confirmed and the cause appeared to be associated with the manufacturing process. One unopened powerpicc solo kit was returned for investigation. The kit was from lot #redu3922. The solo connector was molded in cavity ¿j¿. What appeared to be burn marks were observed on the blue lower half of the solo valve housing. The quantity of the burn marks exceeded the specification limit. After removing the stylet from the catheter, loose blue flecks were observed within the purple luer adaptor and on the funnel that was attached to the extension set. The blue material appeared to be pieces of flash that may have been trimmed from the external surface of the solo hub. A lot history review (lhr) of redu3922 showed no other similar product complaint(s) from this lot number.

Event description:
During the sample analysis, burn marks and flash were observed in the connector.